Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated a full system prime was done at implant and not a back table prime. The cause of the patient receiving too much medication was not provided, but it was noted there was no programming error. The software care version used to program the full system prime was unknown as it was the office¿s programmer. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. Product ID: 8870, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver dilaudid [1 mg/ml] at 0.7 mg/day. The indication for use was unknown. It was reported that the rep was called to have the pump dose lowered, as the hcp is suspecting a pump overdose. The event date was (B)(6) 2018. Reported symptoms included vomiting and itching. It was noted that this was considered a sudden change in therapy/symptoms. Additional information was received from a hcp via the rep provided the pump serial number and the pump was implanted (B)(6) 2018. It was reported there was no device issue, but "too much medication." The pump was turned down on (B)(6) 2018. It was unknown if the suspected overdose or symptoms were resolved. The patient's weight was also unknown. No further complications were reported or anticipated.